Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While the impella was running, it switched to battery power without any input. A call was received from the me (medical engineer). The impella had switched from power to battery power while running, and the nurse contacted the me when the battery was half full. The wall outlet was replugged, but it did not charge. The wall outlet and the unit were pushed in again, and charging began. The cause is unknown, and an inspection has been requested. This case will continue to be used as the impella is scheduled to be removed this afternoon, and the control unit will be retrieved after the removal. There was no patient harm.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d8 (was this device serviced by 3rd party?), e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The battery level low alarm was caused by the ac power being disconnected for an extended period.

Manufacturer narrative:
D3 was erroneously entered on the initial manufacturer device report.